Event description:
Product stopped working in the middle of the case. This was a disposable item that was brought in by a rep. Dr was operating, and there was no injury to the patient. The product that we started out using just quit while we were using it so we had to switch to a different product.